Event description:
It was reported that a y-type tur/bladder irrigation set leaked from the connection above the clamp. This was observe during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure test and clear passage test were performed which revealed a leak between the housing and the tubing. The reported condition was verified. The cause of the issue was a manufacturing issue which could have occurred during the manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.